Event description:
It was reported that there were abnormal ventricular lead impedances. It was also noted that manipulation of the device resulted in ventricular pacing inhibition. The right ventricular lead was capped and replaced, and subsequently explanted. The right atrial lead was returned to the manufacturer after being capped when the system was revised from dual chamber to single chamber. The lead was subsequently explanted and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that the distal conductor was distorted, the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the distal conductor fractured due to overstress, the inner insulation was torn, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the outer insulation was breached and had a depression and there was tissue on the helix. (B)(4) the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the inner insulation was torn, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the outer insulation was breached and had a depression, there was blood in/on the helix/lobe mechanism and there was tissue on the helix.